Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a motor error alarm during the rewind process as a result of a motor encoder signal being out of phase. Unable to perform the displacement test due to the motor error alarm.

Event description:
The customer reported having an error alarm. Troubleshooting was performed. Ran a displacement test and the test failed. The insulin pump alarmed a motor error. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.